Event description:
The user facility reported that two patients had uvula irritation following procedures which utilized laryngoscope blades processed in a system 1e processor.

Manufacturer narrative:
A service technician inspected the system 1e unit and found it to be operating properly. During our investigation of this event, the sterile processing department supervisor stated that the laryngoscope blades used in the patient procedures were processed in the system 1e unit but not used immediately. The supervisor stated that the laryngoscope blades were processed up to six months ago. Our investigation of this also identified that the laryngoscope blades subject of this event are heat stable devices and are therefore not cleared for use in the system 1e processor. Page I of the operator manual states: "the system 1e liquid chemical sterilant processing system is intended for the liquid chemical sterilization of manually cleaned immersible, reusable, critical and semi-critical heat-sensitive medical devices, including endoscopes and their accessories." A steris account manager offered in-service training on the intended use and proper operation of the system 1e processor however the user facility declined. The account manager advised the user facility that the laryngoscope blades are not to be processed in the system 1e processor and that any device processed in the system 1e must be used immediately after processing or re-processed before patient use. The user facility reported that they will begin processing the laryngoscope blades in their facility's autoclave.